Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR. Report#: 1627487-2016-05151. It was reported patient lost therapy due to both of her leads migrating. In turn, the patient plans to undergo surgical intervention.